Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, two days after a laparoscopic sigmoidectomy procedure where the device was used for transecting the proximal colon, the patient had an anastomotic leak. The patient was re-operated to close the leakage and a colostomy was created. The staples were observed to have not conformed correctly to the "b" shape. The patient's hospitalization stay was extended by about 2 weeks.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one photograph of the complaint event. The physical device was not returned. Photographic inspection noted that one staple was over crimped. The staple was not in tissue and showed no signs of bodily fluid. Functional testing could not be performed as the physical device was not received. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.